Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s906usqs8fyf4. Hardware: sm-s906u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that sometime in (B)(6) 2025, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear and was subsequently hospitalized. The specific event date and blood glucose levels were not reported. The patient reported developing symptoms including vomiting and dry heaves, and she was subsequently hospitalized and diagnosed with diabetic ketoacidosis (dka). Treatment during hospitalization included intravenous fluids and medication for the dry heaves. The patient remained hospitalized for approximately one day; the specific discharge date was not provided. The patient further reported being unsure whether the dka was related to the omnipod system or the dexcom continuous glucose monitor (cgm) in use at the time, reporting concerns that the dexcom cgm did not alert to the high glucose levels, particularly when they were in the range of 300 mg/dl. The patient was unable to confirm whether any omnipod alarms occurred at the time of the event. She further noted that she has discontinued omnipod therapy since this incident and experienced another dka episode with a subsequent unspecified pump system. The omnipod pump involved at the time of the event was discarded and is unavailable for investigation.